Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lines of an unspecified number of unknown IV (intravenous) tubing sets would not flow. It was further reported that the customer had primed the lines but for a long time the lines would not run any further as though there was no pressure (no further detail). This issue was identified during patient use. There was no patient injury or medical intervention associated with these events. No additional information is available.